Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However, the returned device indicated a loose/detached and damaged set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a setscrew issue on the implantable pulse generator (ipg) which caused high pacing impedance, an increase in threshold, noise, and numerous short v-v intervals on the right ventricular (rv) lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.